Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged retroperitoneal abscess is related to the v.a.c.ulta¿ negative pressure wound therapy system. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2018, the patient has admitted to the hospital for the treatment of sepsis. On (B)(6) 2018, the v.a.c.ulta¿ negative pressure wound therapy system was applied to the patient's sacral pressure ulcer. On (B)(6) 2018 at 1700 hours, the v.a.c.® simplace¿ ex dressing kit was changed and a new normal saline bag (500 ml) was installed. Around 20:00, the normal saline became empty although the setting was allegedly the default setting of normal saline infusion 30 cc, immersion for 10 minutes, and the v.a.c.ulta¿ negative pressure wound therapy system for 3.5 hours. The saline bag was replaced. On (B)(6) 2018, the hospital reported that the v.a.c. Veraflo¿ therapy instillation solution in use with the v.a.c.ulta¿ negative pressure wound therapy system "became empty soon." Around 10:30, a kci staff reportedly visited the hospital to check the v.a.c.ulta¿ negative pressure wound therapy system, and there was no problem in the operation of the device. According to the hospital policy, the v.a.c. Veralink¿ cassette was replaced once a week at least. Around 17:00, the physician requested that the v.a.c.ulta¿ negative pressure wound therapy system including all of the disposal components be replaced. There was no retention of the saline noted in the wound during the dressing change. On (B)(6) 2018, the v.a.c.® simplace¿ ex dressing was replaced by the wound care nurse together with kci staff. No problem was confirmed. On (B)(6) 2018, the v.a.c.ulta¿ negative pressure wound therapy system with v.a.c. Veraflo¿ therapy was discontinued. On (B)(6) 2018, a computed tomography scan was performed and abnormal fluid retention in the patient's retroperitoneun was confirmed. The purpose of computed tomography scan has not confirmed. On (B)(6) 2018 around 16:00, a sampling of abnormal fluid was performed. The sample seems "pus-like" material, and a culture was performed. The culture results have not been provided. The physician reported concern that the retroperitoneal abscess was not noted upon hospital admission, and the cause may be excessive saline injection with an inflow into the retroperitoneum. It was confirmed that the disposables, including the v.a.c.® simplace¿ ex dressing, v.a.c. Veralink¿ cassette, and the infov.a.c.¿ 1,000 ml canister were discarded in the hospital, therefore device history reviews could not be performed. On june 3 2018, a kci kk staff spoke to the nurse and confirmed that the replacement v.a.c.ulta¿ negative pressure wound therapy system was working normally. On apr 17 2018, the device was tested per quality control procedure and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On jun 26 2018, the device was tested per quality control procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. No fault was found with the device and the customer allegation could not be duplicated. Further investigation is pending.

Manufacturer narrative:
Based on the additional information obtained from the further device investigation, this report is being filed due to use error as the device evaluation verified the alarm was dismissed by the customer without resolution. It cannot be determined that the alleged retroperitoneal abscess is related to the v.a.c.ulta¿ negative pressure wound therapy system. Device labeling, available online and in print states: v.a.c. Veralink¿ not engaged alarm to resolve this alarm: select audio pause to silence alarm for two minutes during troubleshooting. Remove the v.a.c. Veralink¿ cassette from the unit by pushing down on the cassette latch release tab inspect the v.a.c. Veralink¿ cassette and the v.a.c. Ulta¿ therapy unit to ensure no foreign objects or debris interfere with the cassette and the therapy unit connection points. Ensure the cassette's pivot connection (on the end with the tubing spike) is securely engaged within the pivot slot on the therapy unit. Re-attach the v.a.c. Veralink¿ cassette to the therapy unit ensuring that the cassette is fully engaged and latched. An audible click indicates that the cassette is properly installed. Once the v.a.c. Veralink¿ cassette is properly installed, the v.a.c. Veralink¿ not engaged alarm screen will automatically clear. Or select reset to return to the home screen. Ensure therapy in on by checking the status bar. If not, select start / stop to restart therapy. If this alarm condition continues to appear, repeat steps 1 - 7 with a new v.a.c. Veralink¿ cassette . If alarm condition cannot be resolved, contact kci. If alarm condition occurs during the instill phase of v.a.c. Veraflo¿ therapy, the unit will transition to the soak phase.

Event description:
On 03-apr-2019, kci quality engineering conducted further device investigation and determined the following: when set to the described settings by the customer, the v.a.c.ulta¿ therapy unit was found to instill the correct amount of solution with no alarms or operational malfunctions experienced. The v.a.c.ulta¿ event logs were reviewed and the instill cassette not engaged alarms that were dismissed by the customer on the event date (B)(6) 2018, the device exhibited multiple instill cassette not engaged alarms that were dismissed by the customer and the audio alarm was silenced. When this alarm is dismissed, the cassette tubing remains open allowing solution to flow through and causing the negative pressure pump to pull the solution from the wound and into the canister. No fault was found with the device.

Event description:
A device history review of lot number 4021530 identified the product as v.a.c. Veraflo¿ dressing and determined that no nonconformances were identified or were deviations used during the manufacture of this lot. All end release testing of product and packaging met specifications. A device history review of v.a.c. Veralink¿ cassette lot number 3892937 determined that a deviation was used during the manufacture if this lot but is unrelated to the issue reported and the lot mentioned on this review was found within specifications.

Manufacturer narrative:
UDI for v.a.c. Veralink¿ cassette is (B)(4). UDI for v.a.c. Veraflo¿ dressing is (B)(4). MDR-3009897021-2018-00064 sent on 10-jul-2018 noted the following: describe event of problem: it was confirmed that the disposables, including the v.a.c.® simplace¿ ex dressing, v.a.c. Veralink¿ cassette, and the infov.a.c.¿ 1,000ml canister were discarded in the hospital, therefore device history reviews could not be performed. Correction: describe event of problem: it was confirmed that the disposables, including the v.a.c.® simplace¿ ex dressing, v.a.c. Veralink¿ cassette, and the infov.a.c.¿ 1,000ml canister were discarded in the hospital, therefore device evaluation could not be performed. A device history review of lot number 4021530 identified the product as v.a.c. Veraflo¿ dressing and determined that no nonconformances were identified or were deviations used during the manufacture of this lot. All end release testing of product and packaging met specifications. A device history review of v.a.c. Veralink¿ cassette lot number 3892937 determined that a deviation was used during the manufacture if this lot but is unrelated to the issue reported and the lot mentioned on this review was found within specifications. Based on the corrections and additional information provided, kci's assessment remains the same; it cannot be determined that the alleged retroperitoneal abscess is related to the v.a.c.ulta¿ negative pressure wound therapy system.